Event description:
The customer reported to olympus, the bronchofibervideoscope¿s image would disappear during use. The issue was found during inspection for use of an unknown diagnostic procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, the connecting tube had a wrinkle, the universal cord had a scratch, and due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. This additional information is being provided based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the subject event was unable to be specified. Olympus will continue to monitor field performance for this device.